Event description:
As reported by the user facility: over infusion.

Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 5.5ml/hr and 28.72ml with 60ml syringe l and the pump tested in specification as follows: 1st test: 28.5ml or 99% of expected volume, 2nd test: 28.3ml or 98% of expected volume, 3rd test: 28.4ml or 98% of expected volume. Log review shows at 10:26am, an infusion start of 5.5ml/hr and 43ml. At 3:36pm syringe near empty alarmed and at 3:39pm syringe empty alarmed stopping the infusion with a volume infused of 28.72ml based upon the results of the investigation, the pump operated as intended and no specific conclusion can be drawn as to the cause ot the reported event. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.